Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer changed the cartridge and infusion set in the morning on (B)(6) 2014. His blood glucose elevated to "hi" (>600 mg/dl) that afternoon, and the infusion device displayed an e4 occlusion error. He changed the infusion set but was unable to lower his blood glucose. He checked the infusion device that night and noticed the cartridge was still completely full. He believes the insulin delivery is inaccurate or the infusion device did not correctly provide an error message. The alleged product was requested for evaluation. No adverse event was reported.